Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? What color cartridges were used and their anatomical location? Does the surgeon routinely wait 15 seconds prior to firing? Were there any issues noted intraoperatively with hemostasis or staple formation? What was identified in the reoperation? Did the patient experience bleeding or anastomotic leak? How was anastomosis created in initial procedure? How was issue addressed? Were any blood products required? What is the current patient status?

Event description:
It was reported by that two days post-operative after a right colon resection the patient experience blood in their stool. The patient was brought back to the operating room and a second surgery was performed to address an anastomotic leak. The second procedure was completed with no patient consequences.